Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited loss of atrial capture. No intervention was performed. Patient condition was stable.